Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "upstream occlusion alarm" was not confirmed. The device passed the upstream occlusion testing. A review of the event history log for the event date provided did not identify any upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump falsely alarmed upstream occlusion when no occlusion was present. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.